Manufacturer narrative:
The glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and no issue could be found; the reported fault could not be reproduced. The glidescope core smart cable was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image froze. The biomed was unable to recreate the issue. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.